Manufacturer narrative:
Supplier lot 25674 is linked to two (2) synthes lot numbers: 4524633 and 4548817. (B)(6). Product investigation summary: the investigation shows that the drill bit in question was found broken. Furthermore, it was also visible that the cutting edges are damaged and blunt. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information, the exact root cause cannot be determined. Due to the wear and tear signs and the age of the device, it is likely that this product was often and intensively used. The likely cause of breakage is the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played a contributory negligence to the breakage. The microscopic view of the broken surface shows a homogenous surface, which indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. Please note: blunt drill bits require more mechanical power during the application; therefore, it is recommended that blunt or damaged instruments be exchanged before surgery. No product fault could be detected additional manufacturing dates for the provided supplier lot number include february 13, 2003. Device history record review: part number: 310.221. Synthes lot numbers: 4524633 and 4548817 (for supplier lot number 25674). Review location: (B)(4). Manufacture dates: december 27, 2002 and february 13, 2003. The review of the device history records showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2015, all broken off pieces were removed from the patient.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a surgical procedure to repair a proximal ulna bone fracture by means of applying fixation using a 3.0mm cannulated screw, the drill bit broke during drilling for the 1.1mm guide wire used as part of the predrill procedure. The screw hole was successfully drilled out at the time of breakage detection, so the surgeon removed all the drill bit fragments from the patient's body and then inserted the screw. The surgery was completed with a 10 minute delay. No adverse consequences were reported. This report is 1 of 1 for (B)(4).